Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient reported that the pump speed dropped to 4000 rpm while at home the night of (B)(6) 2021, with 12 intermittent sounds in 30 minutes. The patient had palpitations during this time. The patient visited the outpatient center and a review of the log file history on the system monitor by the medical engineer found no decrease in pump speed. A review of the log files by technical services also found no unusual events in the log file, and the mechanical circulatory support (mcs) equipment appeared to be working as intended. The cause of the noise the patient reported was unable to be verified from the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file revealed no atypical events, therefore, speed changes could not be confirmed through this evaluation. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established during this evaluation. Evaluation of the submitted log file revealed no atypical events. The pump appeared to function as intended at the set speed. Additional information revealed that the patient had symptoms of palpitations. The patient was instructed to contact the hospital immediately and to go to the hospital if a similar event occurs in the future. Otherwise, they are under follow-up as outpatient. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.